Event description:
Device 2 of 2. Reference MFR report #1627487-2014-12740. It was reported the pt lost left-side stimulation following a fall. Reprogramming was done to no avail. Diagnostic testing revealed all the impedances are in normal range. Pt is pending x-rays.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.